Manufacturer narrative:
The insulin pump recognized reservoir during displacement test with no reservoir in place followed by no delivery alarm due to faulty force sensor resistor. The device was received with minor scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during basal and prime. The blood glucose at the time of the incident was 6.7 mmol/l. During troubleshooting, the customer disconnected at the quick release and insulin did not exit during prime. The customer disconnected and reconnected and insulin did exit but the insulin pump alarmed no delivery after reinserting the reservoir into the device and running manual prime. The device was returned for analysis.